Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the mfg records for the device verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2007, a pt was implanted with a gore propaten vascular graft in a bypass procedure in the left leg from the superficial femoral artery to the popliteal artery. On (B)(6) 2007, the pt presented with a mechanical disruption of the graft due to a popliteal thrombosis.